Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿3.2 inspection of the endoscope¿ and ¿36 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found objective lens adhesive peeling, light guide lens adhesive insufficient, angle play, angle knob air leak, bending section cover or distal sheath adhesion chip, bending section cover or distal sheath adhesion cracks, rubber adhesion cloudiness, snake pipe scratches, serpentine wrinkles, serpentine coat peeling, bending section cover or distal sheath insulation failure, switch 1 scratches, scratches on the control side, nozzle drain failure, connector corrosion, air/water cylinder paint peeling, light guide bundle flooded, plastic distal end cover/probe cover crushed, plastic distal end cover/probe cover scratch, light guide coil crush, and light guide coil wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera gastrointestinal videoscope was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the air/water, the nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm.